Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00399. It was reported that the patient was unable to be implanted due to patient anatomy on (B)(6) 2019. In turn, the physician opted to abandon the procedure.